Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Concomitant medical products: other relevant device(s) are: product ID: bi70000015, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The door cable was rated as a "b" grade. They replaced and upgraded the door cable assembly and verified system functions as intended. The door winch was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The cable failed visual inspection. Cable was showing signs of wear and fraying. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the door cable grade was not an a and needed to be replaced. This was reported during planned maintenance. There was no patient involved.